Manufacturer narrative:
The pump was received with missing segments/multiple horizontal clear lines under the lcd glass due to a cracked zebra connector on the lcd board. Unable to perform the functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart, displacement or all operating current measurements due to the missing segment/partial display. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a partial display anomaly. Whenever the customer pushes any button a barcode obscures the screen. The patient's blood glucose at the time of incident is unknown. During troubleshooting the battery was replaced but the display did not return to normal. The insulin pump will be returned for analysis.